Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd spike connector c180j had leakage. The following information was provided by the initial reporter: it was reported that after preparation by the preparation robot ¿chemolo¿ and puncturing the infusion adapter c180 j, customer checked the dispensed product and found that the anticancer drug was leaking from the center after use. Please confirm: is the lot information available? Was there any damage noted on the spike or the IV bag? If yes, please describe response: 1. Unknown. 2. We were told that there was no damage when we received the defective product.